Event description:
Boston scientific received information that the patient with this pacemaker was undergoing a procedure where radiofrequency ablation was being used. The local boston scientific field representative reported that they were seeing loss of capture (loc) which resulted in a greater than two second pause. The ablation was stopped once loc was observed. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.